Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc freestyle libre sensor. Customer further reported he experienced dizziness, weakness and cold sweat and unable to self-treat. Customer was treated with pineapple juice by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and performed sim-vivo test. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc freestyle libre sensor. Customer further reported he experienced dizziness, weakness and cold sweat and unable to self-treat. Customer was treated with pineapple juice by a non-hcp. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc freestyle libre sensor. Customer further reported he experienced dizziness, weakness and cold sweat and unable to self-treat. Customer was treated with pineapple juice by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. (Dhrs) (device history review) for the fs libre sensor and fs libre sensor kits was reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.